Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage. The device could not be functionally tested for the reported failure/event (inability to place and perforated sinus). However, measurements were taken. Following dimensional analysis and comparison to production drawings, the device was determined to be within design specifications. Pre-existing condition noted on the product experience report (per is low bone density ¿ type iii. The reported device was being placed on tooth # 12 when the incident occurred. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the inability to place the implant & sinus perforation during implant placement. The product was returned but the reported complaint could not be verified as the exact details of event and patient anatomical conditions were unknown / non verifiable. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the doctor was unable to place the implant due to lack of primary stability and that the sinus membrane was perforated.